Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the distal end of a clearlink system y-type blood/solution set approximately 1 inch from the male luer adapter. The leak was due to a small crack in the tubing. The event occurred during infusion. Normal saline was being infused at the time. There was a patient connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.